Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis was malpositioned and was lower than the left cylinder. The pump was also riding high into the right penoscrotal junction. The pump placement caused discomfort during intercourse for the patient and difficulty cycling the device. The cylinders and pump were explanted and replaced; the chronic reservoir is being used with the new system. No further patient complications were reported.